Event description:
During a laparoscopic cholecystecomy procedure, the trocar punctured the vessel before the safety shield released to cover the tip. Minor bleeding occurred. No surgical intervention was required. The hosp reported that the pt's status is satisfactory.